Manufacturer narrative:
Feb. 25, 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During a f/u on (B)(6) 2011, the physician observed that the statistics displayed inconsistent data: atrial sensing was over 100%, ventricular sensing at 77% in the overview screen but at 0% in the aida screen. The physician asked for an explanation of the reported behavior.